Manufacturer narrative:
Getinge field service engineer (fse) replaced broken helium refill station. The equipment was cleared for customer use.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units helium filter broke off. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.